Event description:
A biomedical engineer reported the site's vertek arm will no longer stay upright when fully tightened. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient information provided as no patient was present at the time of the alleged malfunction. RMA issued. Medtronic evaluation finds the handle of the vertek is binding and will not tighten completely. As a result, both ends remain loose when the handle is tightened. A replacement arm shipped to the site on (B)(4) 2012.